Event description:
The manufacturer received information alleging ventilator service was required and missing door occurred on a trilogy evo while in patient use. There was no report or harm or injury. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices warning label needed to be replaced due to (damaged, illegible, missing, replace base assembly). In conclusion, the device's warning label was replaced to address the issue. Additionally, during the service of the device, stain contamination and tobacco odor. Unrelated to the reportable malfunction/issue was confirmed on the following parts: front panel, blower assembly, blower bellows seal, evo proportional valve, trilogy evo 3 way solenoid valve, blower cap, internal battery door, low flow o2 connector, low flow o2, base assembly, cooling fan assembly, fan retainer, main housing, inlet and outlet side panel, dual limb cup, machine flow sensor, handle, blower chassis plate, flow sensor cable, fio2 receptacle, muffler assembly, cover vanity, alarm lens, tubing-system pca, tubing-blower chassis, fio2. Trilogy evo air inlet foam filter was replaced by service. The connection cover -was missing and were repaired to address the issues. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance. The device passed all final testing.